Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 6 cm abdominal aortic aneurysm. Vessel morphology was reported as severely tortuous and severely calcified. It was reported that the physician was unable to advance the stent graft to the intended landing zone. The delivery catheter kinked during the advancement due to the vessel morphology. The delivery system catheter was removed from the pt and reinserted on the other side; however, the device could not be advanced to the intended landing zone. The case was completed with another talent stent graft. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4): evaluation results: severely tortuous and severely calcified.